Event description:
On may 29, an (B)(6) customer has commented that 75% of the products were false readings because 3 of 4 test gave false negative. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) And any further information to investigate the false negative based on pcr test results to confirm that the results are false with the consent of the reporter.